Event description:
On (B)(6) 2011, customer reported that their dxc 600 pro instrument was leaking wash concentrate and generated a main vacuum error with a reading 27 psi. Customer stated that no injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer and troubleshot the issue. Cts advised customer to wear personal protective equipment and check the wash concentrate canister and canister tubings for proper tightness. Customer stated they were tight. Cts advised customer to home the instrument and watch for any leaks. No leaks were observed and the customer put the instrument on standby. Cts then advised customer to perform a wash of all cuvettes and watch for any leaks in the hydropneumatic system. Customer did not observe any leaks. Cts followed up with the customer the next day and customer stated that the issue was resolved. No further issues have been reported by the customer.

Manufacturer narrative:
(B)(4).